Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:

Event description:
Healthcare professional reported right side deflation. Device has been explanted..

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, opening on posterior and broken plug strap. Leak test and microscopic analysis was performed which identified: sharp opening and striated broken on plug strap. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior assessed as an unidentified (tear) opening and a striated edge broken on plug strap assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.